Event description:
It was reported that after being implanted for 9 to 10 months the intertan nail broke and had to be replaced. No procedure details available.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that the details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation, the root cause of the broken intertan nail cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.